Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.

Event description:
The customer reported via our sales rep, that he noticed during the measurement check of the torque limiting attachment that the torque level does not meet the required standard.